Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for recurrent tricuspid regurgitation and single leaflet device attachment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat tricuspid regurgitation (tr) with a grade of 5.t he imaging was reported to be challenging. One clip was implanted, reducing tr to 2. One day post procedure during a routine echocardiogram it was noted the clip had detached from the septal leaflet (single leaflet device attachment (slda)). The tr increased to a grade 4. The patient is being monitored. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported off-label use of the device was associated with the use of the mitraclip device on the tricuspid valve. It should be noted that the mitraclip instructions for use states under the "indication for use" section that "indication for use" section that "the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). All information was investigated the reported single leaflet device attachment (slda) per the physician is related to patient morphology/pathology (tethered septal leaflet) and therefore, also the off-label use of the device. The poor image resolution appears to be related to patient morphology/pathology and procedural circumstances of visualization challenges due to it being a tricuspid regurgitation (tr) case. The tricuspid valve insufficiency/ regurgitation (tr) appears to be due to the slda. The serious injury/illness/impairment was a result of case-specific circumstances as no treatment was performed for the tr. There is no indication of a product issue with respect to manufacture, design or labeling.codes 2199 and 4582 removed.